Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a history of right branch bundle block (rbbb). There was calcification extending beneath the left ventricular outflow tract (lvot). During preparation, the valve was unable to be loaded since stents were observed to repeatedly misaligned (kept crossing), so it was replaced with a new 35mm, navitor vision valve and able to be loaded successfully. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon resulting in complete heart block that necessitated pacing. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the same day, the patient received a permanent pacemaker. The healthcare professional believes that the patient experienced adverse health consequences due to the performance of the non-abbott, pre-bav device. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.